Event description:
Pt reported that device is continuously generating occlusion errors and their blood glucose has elevated to 460 mg/dl. It was discovered that their infusion set was leaking. The pt stated that several infusion sets from box had this same problem. No medical treatment was received.